Event description:
Information received from the field notes that the patient was hospitalized for aphasia symptoms. An ECG follow-up found that the atrial channel was not functioning properly. The lead was dislodged and during relocation attempts, the tip came off. The pacemaker was programmed to vvi and the patient was transferred to another hospital for lead replacement. During transportation, the patient expired.